Event description:
It was reported that this pacemaker was part of a system revision due to a pocket infection and erosion. There was no additional adverse patient effects were reported. This device was explanted.